Event description:
It was reported that, "patient called to report an audible squeak eminating from her hip or hips. Getting louder and occurring more often. No pain. Patient is concerned because she is afraid of wear or shattering and wants to be re-assured that she can continue normal walking and exercise etc."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.